Manufacturer narrative:
H6: the initial reporter did not provide the device's serial number. Ventec has made multiple attempts to obtain this information from the initial reporter, but no response has been received. As a result, section d4 (model number, catalog number, serial number, and UDI number) are all "asku", and section h4 (device manufacturing date) shall be left blank. The device was not returned to ventec for evaluation. The cause of the reported issue could not be determined.

Event description:
It was reported to ventec that the device's lcd touchscreen turned black. It is unclear whether or not there was patient involvement associated with the reported event. Ventec has made multiple attempts to contact the initial reporter in order to obtain additional information, but no response has been received.